Event description:
It was reported that the patient performed a controller exchange 3 weeks ago due to an emergency backup battery (ebb) fault alarm and the patient believed that the green arrows were also off. Log files captured ebb fault alarms on (B)(6) 2025 at 23:33 until (B)(6) 2025 at 05:14 due to the ebb failing the load test. There was no interruption during this event. The pump was disconnected on (B)(6) 2025 at 05:16 which caused various alarms associated with driveline disconnection. The patient reconnected the driveline to the controller at 05:18 which resolved the ebb fault but then returned at 05:21 until 05:33 when the driveline was disconnected again for the final time. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.